Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. Additionally, the device was scrapped. The device's event log was reviewed by the service center and found the error log showed #53 and #65 error was logged.